Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was admitted to hospital with heart failure and shortness of breath. It was reported that the right atrial (ra) lead exhibited undefined and high impedance and high capture thresholds. A lead fracture was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.